Manufacturer narrative:
A returned questionnaire indicated that the autoinflation was noted in approximately 1994. In addition the pt waited two months after the device was implanted before using the device. The pump, two cylinders, and the reservoir were received and evaluated. During functional testing, no abnormalities were detected with the device that would have caused autoinflation. However, two leakage sites were noted. One leakage site was located in the reservoir tubing. The other leakage site was noted in a cylinder bladder. A microscopic examination of the device was performed. The leakage site on the cylinder bladder had uniformly striated cross sectional surfaces, indicating contact with sharp instrumentation, such as a scissors. The reservoir tubing leakage site had rough and irregular cross sectional surfaces, indicating a tubing tear. Based on the received info and qa's evaluation, qa concludes the following: 1) no abnormalities with this device were noted that would cause autoinflation. However, qa is aware of other factors (mentioned below) that can cause autoinflation. Therefore, qa will accept the physician's observation of autoinflation as a reason for removing the device. 2) since examination and testing of the device cannot conclusively prove nor disprove the reported thinning of the corpora, also known as erosion, qa will also accept as a reason for removal. As the physician noted, this erosion was caused by the autoinflation. 3) no abnormalities with the device were noted that would cause a difficulty with deflation. However, qa is aware of other factors which may cause difficulty deflating the device. Therefore, a will also accept this occurrence as a reason for removing the device. 4) because leakage is not consistent with the reported cause for removal, qa concludes they most likely occurred during or subsequent to removal.

Event description:
The device was removed due to "autoinflation, and tip extrusion of the right corpora. The entire device was removed and replaced with another 3-piece inflatable penile prosthesis. 2/28/97 - upon receipt of the physician/surgeons operative report, it stated,..."the pt presented with a long history of an inflatable penile prosthesis which was malfunctioning in the form of autoinflation. Due to this, it had caused notable thinning of the right distal corpora, where the tip was notably thin. In addition, it would not deflate 100% with agressive attempts at this maneuver". Procedure: "the pump in the right hemiscrotum was isolated and explanted. The tubings were traced around the right corpora to the dorsum where the connectors were isolated and the tubing cut on the other side of the connectors. The tubing to the reservoir was also traced and the reservoir explanted. Corporotomies were made and the cylinders were removed. Due to the thinning on the right distal corpora, a 1mm patch was used to create a wind sock which was placed over the right shaft tip". Add'l serial #: 025530.